Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/ unknown, device lot number not provided/ unknown, reporter's address unknown/ not provided. Device not returned.

Event description:
It was reported that the screw fractured. The tip was removed and another screw was used.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One screw was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the collar and drive feature. The screw is confirmed to be fractured at the threading. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.